Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that post-implant of the laparoscopic adjustable band, the tubing became completely disconnected. The metal component was on the port. The location of the strain relief is unknown. On (B)(6), 2010 the port was replaced with no patient consequence. The port was discarded.